Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8782, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a kink was found in catheter serial # (B)(4) during a pocket revision. The locations of the kink were the proximal segment and pump connector. The patient was asymptomatic. The proximal segment was replaced. The patient status was reported as ¿alive-no injury¿. It was later reported that pump was positioned in the same pocket, but higher than originally implanted. The patient did not have any symptoms. The patient was stable and receiving therapy. Additional information was requested but was not available at the time of this report.

Event description:
It was later reported that the patient had discomfort at the pump site and the pump was at an uncomfortable location. The location of the pump was changed on 2013-(B)(6). The device system delivered fentanyl and bupivacaine.

Manufacturer narrative:
Analysis of the catheter (B)(4) found the catheter body was deformed in shape and or abrasion, which did not affect infusion. The titanium housing was detached as received and the nylon retaining ring was missing. There were black oval markings on the white silicone boot, and a crack can be seen in the material as well as indents seen on the material. The black overall marking on the other side of the sc connector looked similar. There were a large number of melted areas on the surface of the catheter found between the sc connector and the catheter to catheter connector. Collapsing of the catheter occurred in the vicinity where it was significantly melted. No leaking was seen in this area and no occlusion occurred when it was fully collapsed. It was noted the damage seen on the returned segment was possibly caused by electrocautery damage at explant. The event information stated the patient was asymptomatic.